Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer declined to reload the current cartridge and declined follow-up from tandem technical support. There was no reported impact to the customer's blood glucose level.